Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed through the dso pressure was too low (8.3 psi). Visual and functional testing was performed. Upon further investigation, it was found that the dso/uso calibration. The probable root cause was the dso (downstream occlusion) pressure was too low. The device passed all functional testing after repairs.

Event description:
It was reported that the device had repeated downstream occlusions, approx. 30 in one minute when delivering. Event occurred during infusion. There was unknown patient harm or adverse event reported.